Event description:
It was reported that the patient was unable to adjust stimulation. The ¿call your doctor¿ icon was present as well as an ¿out of regulation¿ (oor) condition. The patient had this message occur 3-4 times over the weekend prior to the report. The patient was unable to clear it. The patient was advised to have the device checked to determine the cause of the error. Of note, the patient had nasal surgery 6-7 weeks prior but there was no cautery done. The surgery was not related to the device. It was further reported that the patient was seen by the physician and a company representative on (B)(6) 2013. Impedance tests of both leads revealed the left to midline lead with contacts 10, 11, 12 and 14 was with the oor. The program (9+, 10-,11+ guarded cathode) for the left side was not providing paraesthesia. The device was reprogrammed with a new 8-/9+ program with a narrowed pulse width for acceptable left leg and foot coverage. When asked if any malfunctions or if the root of the cause was found, it was stated that the patient did admit to multiple falls dating 1-3 months ago. There were no interventions needed, other than reprogramming. The programmer was working properly with no oor codes after reprogramming. The patient was able to adjust programs without issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2009, product type: lead.